Manufacturer narrative:
Eval results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our MFR in (B)(4), to submit this event that happened in (B)(6). Problem: pt was on this x-ray system during their operation. Later during the procedure when the operator pressed a left hand switch, the system suddenly rebooted and displaying system error codes: m061, m022, and m023. The pt was not harmed during this event.